Event description:
We became aware on (B)(6) 2023 that a sign im nail implanted to repair a fracture was replced due to a non-union and broken nail. The broken im nail was replaced with a 10mm x 400mm standard nail per the sign technique manual. Surgeon comment: "under sterile condition, lateral incision done on the proximal left thigh, screws removed followed by removal of the proximal piece of sign nail ( size 400x 10mm) , then incision at the fracture site, the distal stump of nail located and removed successfully. Reaming done to 11mm, nail size 400x10 inserted successfully with two screws distal 35, 40 , proximal was locked with single screw 55mm ( a slightly bigger nail size wasn't available ) , grafting for a gap that was observed on a posterior wall due to a fall out of a butterfly fragment and was healed , we could not manage replace it back."

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. There is no way to predict a non-union or failure to heal. The root cause of the broken nail is undetermined but suspected to be caused by fatigue from non-union. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. The risk associated with this type of failure was evaluated during the risk management process and was deemed an acceptable level of risk to the patient. Sign fracture care international continues to monitor these events as part of our post market activities.